Event description:
Rptr's implants were placed after a bilateral mastectomy in 1986. Subsequent health problems developed: burning in chest, axilla pain, groin pain, muscle and joint pain, chronic fatigue, fibromyalgia, polyarthritis. Rptr decided to have implants removed even though all physicians and tests did not indicate there was a problem. After surgery scheduled, letter was received stating the MRI had been misread on three previous readings and there was in fact a possible rupture. Removal of implants 12/94, revealed ruptured right implant. Rptr no longer enjoys life as she knew it before; no skiing, bicycling, running or other active sports she enjoyed and she has been on total disability due to pain since 9/93. She feels her life has been forever altered by the lack of research of this product and possibly shortened. This info was submitted as follow-up 7/22/94: rptr has a positive ana. There is "no previous family history for positive ana" except for a sister who had implants after a mastectomy and now has a rupture and will schedule explantation due to a positive ana and rupture on MRI. Rptr had a second sister die at age 42 from breast cancer. It reinforces her decision to listen to the pain of her body and have her implants removed "one showing a rupture."